Event description:
It was reported by service report that the foot section is spongy and would not hold weight; it drifts down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: foot section.